Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via a phone call, they have been having issues with the infusion sets coming off and one of them had a bent cannula. Troubleshooting was performed on the infusion set. Customer then mentioned due to the issues with the infusion set the customer's blood glucose has been high, it was around 600 mg/dl. Customer's current blood glucose was 252 mg/dl. Troubleshooting was not performed on the insulin pump. Customer was advised to try other cannula lengths. The customer is not returning the insulin pump for analysis.